Event description:
It was reported that the pt was in the ER and was showing signs of over sedation. No further info could be obtained at the date of this report. Drugs infused via the pump were fentanyl and bupivacaine.

Manufacturer narrative:
(B)(4).